Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases and three curved openings. A leak test was performed which identified openings. A microscopic analysis was performed which identified: three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: three openings striated assessed as surgical damage.

Event description:
The device has been explanted.